Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed that the implantable cardiac defibrillator exhibited post-paced t-wave oversensing. Programming adjustments were discussed. However, no intervention was reported. The patient was stable.